Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient's cycler leaked. She was not sure if the patient had competed treatment. There was fluid coming from the cassette door. The set was discarded. During follow up with the patient's pd nurse she reported the patient's effluent remained clear. The patient had finished treatment manually. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.